Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. It is reported the hospital discarded the device, therefore no product will be returned to the manufacturer for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during a l5-s1 mis fusion with tlif (transforaminal lumbar interbody fusion) the cage would not expand. The release button on knob was accidentally pressed and cage would not expand. The cage was removed and replaced with another cage that worked properly.